Event description:
Follow-up from the treating neurologist provided that upon follow-up after surgery there was no report of bradycardia. The results of the most recent diagnostics were provided to be okay normal mode and autostimulation were reported to be okay. Heartrate detection was successful.

Event description:
It was reported by a company representative that during a revision surgery, a patient experienced bradycardia during diagnostics. Prior to turning the device on, diagnostics were performed outside of the generator pocket and bradycardia occurred. The heartrate was observed to drop to 36 bpm, and 5 seconds later recovered to the original heartrate which was approximately in the 60¿s. A second diagnostics performed when the generator was in the pocket did not result in bradycardia. The tachycardia detection had also not been turned on at that time. The device was then turned on. Additional relevant information has not been received to-date.